Manufacturer narrative:
The reported issue of frequent pump alarms for occlusion with the pumps on nicu could not be confirmed; the suspect device or device logs were not returned for this investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
The customer reported frequent pump alarms for occlusions with the pumps on the nicu. Currently, the customer is researching the settings for their pumps and the rates of their medications. Often the nurse does not use the drug library due to the alarms. Although requested, there has been no further details. There as no patient harm.